Manufacturer narrative:
Additional part/lot numbers: p/n 14-521014 l/n 026395 4.0mm x 14mm drill. P/n 14-521040 l/n 334370 7mm trial drill guide. Per the IFU - "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use.

Event description:
It was reported that metal shavings were noticed while drilling through the trial drill guide. The surgery was completed with another instrument. Patient outcome: no adverse effects have been reported as a result of this event.